Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 05/2024.

Event description:
It was reported that prior to an ultrasound guided kidney biopsy procedure, the device allegedly self activated and fired without being touched. A coaxial needle was not used and the procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore disposable core biopsy instrument was returned for evaluation. On visual evaluation, the device appeared to have blood residue throughout and the device was received in a condition where both the slides were in the initial position. On functional evaluation, the device was able to prime fully with no issues. The drop test was performed and the device passed the drop test. On further evaluation, the device was cocked and fired into the chicken breast for 3 times with each trigger, for a total of 6 tests. The device was able to obtain six samples successfully. Upon disassembly, it was observed the tangs did not appear to be damaged or deformed. Therefore, the investigation for the reported self-activation is unconfirmed as the device passed the drop test and device was able to prime & fire without issues. A definitive root cause for the alleged self-activation could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an ultrasound guided kidney biopsy procedure, the device allegedly self activated. A coaxial needle was not used and the procedure was completed using another device. There was no patient contact.